Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration, endoleak). (Anatomy related; disease progression and neck dilation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up visit a CT scan revealed a proximal type I endoleak. It was determined that the talent stent graft had migrated distally due to disease progression and neck dilatation. The proximal neck had dilated to 36mm. The patient has been referred to another facility for treatment. No information has been provided on date for the intervention. No clinical sequelae were reported and the patient is fine.